Event description:
It was reported that the pt underwent a l5-s1 plif procedure using rhbmp-2/acs. Nine days post-op, the pt developed a full-body rash with itching.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.